Event description:
During follow-up, a sensing anomaly was observed. X-ray showed device migration and lead dislodgment. During the procedure, twiddler syndrome was confirmed. The device and leads were repositioned and remain implanted.

Manufacturer narrative:
No medwatch form was received.